Manufacturer narrative:
Dräger was informed via user facility report more than nine months after the event. It was not possible to obtain relevant information like log file, actual device status, replaced parts etc. The user facility admitted that the preventive maintenance ond service activities were not provided as per manufacturer's recommendations. The device was in operation for almost thirteen years. The reasons while automatic ventilation may fail during use are manifold and, it is impossible to differentiate between these without knowing additional details about the course of event. In fact, it is not even clear that automatic ventilation indeed failed - a massive leak in the pneumatic circuit may lead to insufficient ventilation and almost no flow at the patient opening; this may be perceived as ventilation failure but is not related to a malfunction of the device. A reliable conclusion in regard to potential root cause for the reported issue can't be drawn. Lack of preventive maintenance i.e. Omission of replacement of wear and tear parts may have been a factor but this can neither be confirmed nor denied for the particular case due to lack of information.

Event description:
It was reported that automatic ventilation failed intermittently during use; no patient consequences were reported. Comment: this follow-up report is filed because section d was accidentally not filled in the initial report.

Manufacturer narrative:
Dräger was informed via user facility report more than nine months after the event. It was not possible to obtain relevant information like log file, actual device status, replaced parts etc. The user facility admitted that the preventive maintenance ond service activities were not provided as per manufacturer's recommendations. The device was in operation for almost thirteen years. The reasons while automatic ventilation may fail during use are manifold and, it is impossible to differentiate between these without knowing additional details about the course of event. In fact, it is not even clear that automatic ventilation indeed failed - a massive leak in the pneumatic circuit may lead to insufficient ventilation and almost no flow at the patient opening; this may be perceived as ventilation failure but is not related to a malfunction of the device. A reliable conclusion in regard to potential root cause for the reported issue can't be drawn. Lack of preventive maintenance i.e. Omission of replacement of wear and tear parts may have been a factor but this can neither be confirmed nor denied for the particular case due to lack of information.

Event description:
It was reported that automatic ventilation failed intermittently during use; no patient consequences were reported.